Manufacturer narrative:
Insulin pump received with cracked case on display window corners, cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer's insulin pump has a crack or a scratch on the display screen. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.